Event description:
Review of pt clinic notes received by the pt's treating physician revealed the pt experienced an increase in seizures in 2001, but the relationship of the seizures to pre-vns levels unk. The physician noted "when the vagal nerve stimulator is turned up, he does better and his speech becomes clear." The pt's generator output current was increased to 2.0 ma output current. At the next office visit the following month, the output current was again increased to 2.25 ma. The office note for the following month, stated the pt was not having any seizures. The pt's vns generator was replaced in 2003, due to end of service. Good faith attempts to obtain additional info have been unsuccessful to date.